Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no bad battery alarm, unexpected battery power loss and unexpected battery out limit alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit. The customer's blood glucose level was unknown at the time of the incident but the customer treated with manual injection because they felt blood glucose going up. The customer was assisted with clearing the alarm but they stated that they have received battery-out limit alarms without low battery warning. The customer was uncomfortable with the insulin pump and was offered replacement. The insulin pump was returned for analysis.